Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, 1cm of the tip of the guide wire broke off in the patient. The broken tip was not retrieved and was left in the patient. It was noted the surgeon made the decision to leave the tip of the guide wire in the patient's femur.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.